Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. Customer states was having problems with his blood glucose and would crash, he could not get his blood glucose up even if he went on a carb intake binge and took glucose tabs. The customer does not mention any symptoms but states feeling sick. The customer was treated for the low blood glucose with glucose and carb intake. Customer¿s blood glucose level was unknown at the time of the call. The customer decline to trouble shoot for low blood glucose. The pump was not returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, primetest, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.